Event description:
Customer reportedly received results of 327 mg/dl and 144 mg/dl on the same device within 10 minutes. No action was taken based on device results. No adverse event reported and no treatment received. No valid quality controls were used. Requested return of suspect device and replacement was sent.